Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the broken connector pins could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was inspected and upon completion of inspection for device electronics check, service repairs noted that it was determined that the device main board is damaged. Connector pin is broken. In addition, the top cover was found bent. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, faulty main board with broken connector pin was observed. The device is an asset, demo unit. There is no patient involvement associated on this reported event. No user injury reported.